Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre for 7 days, with symptoms described as redness and itching. The customer had contact with an hcp who prescribed topical betamethasone 0.1% cream (a corticosteroid) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch ((B)(4)) and no issues were observed. The adhesive was returned and observed that it was intact. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre for 7 days, with symptoms described as redness and itching. The customer had contact with an hcp who prescribed topical betamethasone 0.1% cream (a corticosteroid) for treatment. There was no report of death or permanent impairment associated with this event.